Manufacturer narrative:
Device return has been requested, however the device has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that seven years and ten months post implant, the cardiology visit revealed worsening conduit stenosis with symptoms of exercise intolerance. It was also made aware by the physician that the conduit failed from endocarditis rather than degeneration. The explanted conduit will not be returned for analysis. (B)(4).

Manufacturer narrative:
A review of the device history record showed that this device met all manufacturing specifications for product released to distribution. There were no non-conformances, reworks or deviations noted that would have impacted this event. Endocarditis that occurs more than 12 month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve. Overall, without return of the product, a true root cause to the reported clinical observations is not determined.

Event description:
Medtronic received information that eight years and six months post implant of this pulmonary valved conduit, the conduit was explanted. A medtronic valved conduit was successfully implanted with no adverse patient effects.